Manufacturer narrative:
Additional information requested but not yet provided. Age of device: 4 years, 2 months, 28 days . The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that device alarmed for 'connect to power' or 'no external power' alarm even when connected to mobile power unit (mpu). It was reported that 'no external power ' alarm does not occur on battery power. Patient has a mpu v-locking mechanism when at home. Patient currently is not using mpu due to this issue. No further information was provided.

Manufacturer narrative:
Section a3, a4, b5: additional information. Section a2, d4, d5, d10: corrected data.

Event description:
Additional information: it was reported that patient experienced intermittent alarms and mpu was not supplying power when connected. Mobile power unit (mpu) will be sent for repair. Patient was asymptomatic at the time of event.

Manufacturer narrative:
Device evaluation: the reported event of no external power alarms was confirmed. The mpu was returned for analysis and a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 4 days ((B)(6) 2018 per time stamp). The submitted log file does not capture the reported event of no external power alarms. The mpu was returned to abbott for analysis. Technical services verified the issue. The patient cable had animal bite marks which contributed to intermittent no external power alarms. The mpu was forwarded to ppe. The mpu was connected to a calibrated system controller and a/c power. The patient cable of the mpu was flexed and intermittent no external power alarms occurred. The patient cable was cut open to further investigate, and damage to the yellow, white, grey, and green wires was observed. The root cause for the no external power alarms was conclusively determined to be due to damaged wires within the patient cable of the mpu. Patient remains ongoing with the pump. No further information was provided. The manufacturer is closing the file on the event.